Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ping meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy started on (B)(6) 2014 at 11:00 a. M. At an unspecified date/time, the patient obtained a blood glucose reading of ¿74 mg/dl¿ with the subject meter and ¿125 mg/dl¿ with another (unknown) device, performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with an insulin pump and stated she continued with her usual dose of insulin (unknown type and dosage) in response to the alleged inaccurate reading(s) obtained with the subject meter. It is not known if the patient developed any symptoms. At an unspecified time on (B)(6) 2014, the patient stated she tested her blood glucose on another device (doctor/clinic meter) and obtained a reading of ¿125 mg/dl¿. The patient self-treated with food and/or drink. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. Although the patient treated herself with food and/or drink, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s blood glucose readings do not meet lfs criteria of a serious injury. However, this complaint is being reported as a malfunction because, the subject meter did not meet lfs accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.